Event description:
The article, "comparison between mini-sternotomy and full sternotomy for aortic valve replacement: a 10-year retrospective study", was reviewed. The article presented a retrospective, single center study to compare the clinical outcomes of mini-sternotomy and conventional sternotomy. Devices included in the study were perimount magna ease, st. Jude/abbott mechanical valve, and carbomedics mechanical valve. The article concluded that mini-sternotomy is a safe option for avr. The same number of complications were observed between the two groups; however, there was a reduction in the duration of hospital stay and intensive care unit (ICU) stay amongst the mini-sternotomy group. [The primary and corresponding author was ahmad faraz, general surgery, ulster hospital, dundonald, gbr, with corresponding email: farazsurgeon91@icloud.com]. The time frame of the study was from 28 january 2012 to 27 november 2021. A total of 371 patients were included in the study, of which it was not confirmed how many received an abbott device. The average age was 59.14 years for the mini-sternotomy group and 62.34 years for the full sternotomy group. The majority gender was male. Comorbidities included atrial fibrillation, diabetes, hypertension, myocardial infarction.

Manufacturer narrative:
The additional patient effect of death reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of comparison between mini-sternotomy and full sternotomy for aortic valve replacement: a 10-year retrospective study were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, diabetes, hypertension, myocardial infarction. Some of the complications reported were death, surgical intervention (pacemaker, redo-sternotomy to drain excess bleeding), hospitalization, bleeding, stroke, myocardial infarction, deep sternal wound infection, cardiac tamponade these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.